Event description:
The customer reported a coulter lh 750 hematology analyzer failed the background count for the platelet (plt) parameter. The instrument was not processing patient samples at the time of the event. There were no erroneous patient results generated; patient treatment was not impacted in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the 6 channel preamp and aperture 3 in the red blood cell (rbc) bath resolving the high plt background counts. (B)(4).

Manufacturer narrative:
The 6 channel preamp was returned to beckman coulter (bec) for investigation. The part failed box testing due to high noise on the second white channel: noise was reading at 9 mv, compared to normal assemblies that read at 7.5 mv. The customer's reported issue (failed platelet background counts) could not be duplicated; a definitive root cause of the customer's event could not be determined.